Manufacturer narrative:
The result of 4.2 inr from the doctor's meter was believed to be correct. The customer's test strips were returned. Neither the test strips or the test strip vial showed any defects. The returned test strips were measured with the current test strip master lot #28632180. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1: master lot/reference meter: 2.4 inr, customer strips/reference meter: 2.4 inr. Donor 2: master lot/reference meter: 2.3 inr, customer strips/reference meter: 2.3 inr. The maximum difference between measurements with the same blood sample was 0%. The customer's returned material and the retention material comply with the specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results with his coaguchek inrange meter with serial number (B)(4) compared to his doctor's coaguchek xs meter with serial number (B)(4). This medwatch will cover the customer's strip lot 27216613 used with the coaguchek inrange meter. Refer to medwatch with patient identifier (B)(6) for information on the doctor's strip lot with an unknown lot number used with the coaguchek xs meter. The customer tested on his meter with a result of 2.9 inr. Approximately 2 hours later the customer was tested on his doctor's meter with a result of 4.2 inr. It is not known which result was believed to be correct. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer has not had any recent significant dietary or medication changes. Both the customer's and the doctor's test strips and meter were requested for investigation. Relevant retention test strips (lot 272166) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.